Event description:
The patient came to the pain clinic with severe leg cramps and pain. He had intrathecal pump placed approximately 5 years ago. The expected life of the pump is 6-7 years. After interrogation of the pump, it was discovered the pump had stalled earlier that month. The patient was experiencing withdrawal symptoms. He was transported by ambulance to the hospital. He was admitted and a new intrathecal pump replaced the old pump. The pump was previously filled with a solution of dilaudid 10mg/ml, bupivacaine 10mg/ml and clonidine 100 mcg/ml.